Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the braces would not stay on [patient's] knee (either her left or right knee); they consistently came loose and fell off her knees, allowing her knees to buckle and cause her to fall and cause a life-threatening hematoma that became infected that necessitated three major surgeries within five day span." No further information is currently available.